Event description:
Procedure type: sigmoid resection. According to the reporter: the anastomosis had dehiscence on the posterior side. Patient had approximately 1 cm opening in the anastomosis that was totally exposed and leaking. Re-operation laparotomy was done on (B)(6) 2013 to repair the defect in the colon wall that staple line had dehiscence. The anastomosis was redone with power idrive and ralc were used to transect sigmoid. The device was discarded at the account. No reinforcement material was used in conjunction with the stapling device. This extended the hospital stay.

Manufacturer narrative:
(B)(4).